Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced multiple parts including, reference valve, two buffer valves, ise pinch valve, mid standard bottle tube, buffer bottle tube, reference bottle tube , ise mix motor and ptfe tube. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erroneous ise (ion selective electrolyte) patient results generated on their au681-10e chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. Patient demographics were not provided. The customer provided data for one (1) patient sample.